Event description:
It was reported that the right ventricular lead had rising pace/sense impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace measurement log data shows an increase for min and max v.pace = 443 to 840 ohms peak between (B)(6) 2012.

Event description:
It was reported that the right ventricular lead had rising pace/sense impedances. It was further reported that the impedance was now high but stable. The patient was discharged with the device turned off and the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.